Event description:
Sales rep reported on 26nov2025 that a fc10 had to be removed from a patient due to a non-union. After the device was removed, it was discovered that the fc10 was cracked/broken. The device and the reps' field feedback form was mailed to trimed and received on 11dec2025 which is when the information about the return was forwarded to the quality department. Quality followed up with the rep on 11dec2025 which the rep provided additional information on 15dec2025. The rep stated that they are not sure when the device was originally implanted, he assumes the discomfort was related to the fact that this was a non-union, he does not know what was used to replace the device and he does not know what caused the non-union. Patient related information is unknown. The removal surgery was successful but there were no x-rays provided.